Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent undersensing. When the physician attempted to remove the suture around the suture sleeve, the lead insulation became damaged. The rv lead was removed and replaced. During the revision procedure, the physician was unable to insert the new rv lead into the header of the device as the setscrew of the implantable pulse generator (ipg) would not tighten. The ipg was removed and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.